Manufacturer narrative:
Pending evaluation. Concomitant medical products: 300-01-09, (B)(4), equinoxe, humeral stem primary, press fit 9mm. 321-20-00, (B)(4) , equinoxe reverse shoulder drill kit. 320-15-05, (B)(4) , eq rev locking screw. 320-01-38, (B)(4) , equinoxe reverse 38mm glenosphere. 320-15-06, (B)(4), rs glenoid plate +10mm cage peg. 320-10-00, (B)(4) , equinoxe reverse tray adapter plate tray +0. 320-20-00, (B)(4) , eq reverse torque defining screw kit.

Event description:
As reported, (B)(6) female patient originally had severe left shoulder rotator cuff tear arthropathy with failed previous rotator cuff surgery. Reverse ltsjr with depuy xtend products was originally performed in 2012. It was revised to an exactech ltsjr on (B)(6) 2020 and has been painful since. The shoulder has now been revised due to intolerable pain with an unknown source. Tissue and fluid samples sent to lab both times, first time no infection indicated, no results at this time. All components on the glenoid side were replaced base plate, screws, glenosphere and humeral liner. Bone graft was also used both milled and as a block behind the baseplate. Patient was last known to be in stable condition following the event. Devices were disposed by the facility.

Manufacturer narrative:
(H3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.